Manufacturer narrative:
To our knowledge / understanding of the reported event, 1 patient has been inserted a folysil catheter. During the dwelling time, the balloon burst in situ, the catheter fell out, and the balloon was cut in two, without reported injury to the patient nor cystoscopy to check the bladder and remove balloon fragments, if needed. The incident probably required re-intervention for change of catheter. A similar case study was performed based on same item number, defect balloon burst or deflates over last four year, 5 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to available information, the patient reported his device came out. The balloon was cut in two and it is suspected that it burst. No other adverse patient effects were reported.

Event description:
According to available information, the patient reported his device came out. The balloon was cut in two and it is suspected that it burst. No other adverse patient effects were reported.